Manufacturer narrative:
A review of the device history records has been requested. The device has been received; the investigation is in progress. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery for distal radius fracture in the right arm with drill bit with marking on (B)(6) 2018. When the surgeon was drilling the contralateral cortical bone, the drill bit punctured the skin. The surgeon then hastily pulled out the drill and the drill bit broke outside the body. It was confirmed that there was no fragment left in the patient¿s body by x-rays during the surgery and after the surgery. The procedure was completed successfully. There was no surgical delay and no adverse consequence to the patient reported. Concomitant device reported: drill (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 2.0mm drill bit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history lot: part: 310.534. Lot: l452638. Manufacturing site: bettlach. Release to warehouse date: 14. June 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: visual investigation: the visual inspection has shown that approximately 13 mm from the tip section is broken off and the flutes are strongly untwisted. Dimensional inspection: because of the damage the relevant dimensions cannot be checked to print specifications anymore. Document/specification review: the manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. Material / hardness review: this drill bit was made from the blank sub-component. The blank is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot l834120 were reviewed. The review has shown that the correct material was used, and that the hardness was with 52.0 ¿ 54.5 within specifications. Conclusion: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, it is not possible to determine the exact cause of the breakage. We assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. As already mentioned in the complaint description, we assume an application error by the operator is the most likely root cause of this complaint. Therefore, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.